Event description:
Pulmonary embolism [pulmonary embolism]. Case description: spontaneous report received on 15-jan-2008 from a physician regarding a female patient (initials unk). The patient received one injection of synvisc into each knee in 2007 administered via intra-articular route. One injection was less easy to administer because of some resistance during injection into the knee. Approx 48 hrs after starting synvisc, the patient experienced pulmonary emobolism the required hospitalization. The patient was treated with fluindione (previscan). On an unk date the patient was discharged from hospital with fluindione (previscan) therapy for the next 6 months to a year. As of the date of receipt of this report the patient had recovered. Concomitant medications were not provided; however, it was reported that the patient did not receive anticoagulant drug concomitantly. The physician reported that the relationship between pulmonary embolism and synvisc could not be excluded. On 17-jan-2008 the qa result was received. The product lot number was not provided and batch record review was not possible.

Manufacturer narrative:
The product lot number was not provided and batch record review was not possible.